Manufacturer narrative:
No patient weight was available.

Event description:
It was reported a 30mm gore® cardioform septal occluder was implanted to close an atrial septal defect (asd) on (B)(6) 2020. On the (B)(6) 2020 the patient went to the ER for fever and vomiting. Echocardiography was performed which showed the device had shifted position toward the right atrium but was still on the asd. On (B)(6) 2020 the device was removed and the asd was surgically closed. During device removal the surgeon noted thrombus on both sides of the device. The device was discarded at the hospital. The patient was doing well following the procedure.